Event description:
It was reported that via merlin.net transmission non-sustained lead noise due to post-paced t- wave oversensing was observed. After programming changes were made additional non-sustained lead noise alerts were received. Further assessment is planned. The patient condition was stable.

Event description:
New information received noted that further programming changes were made.